Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one injector along with a syringe was provided to our quality team for investigation. Through visual inspection, the injector luer is observed to have broken off within the syringe, verifying the reported incident. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification the product is free from damage and all critical dimensions are within required specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is possible the breakage occurred due to the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515052 batch # unknown verbatim: the luer lock connection of the n35-o somehow snapped during drawing up a dose of hd. The snap was not uniform, and only occurred on one side of the luer connection. This resulted in a chemo spill. No patient harm.